Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 day after two dental implants were installed in patient's mouth it was verified their non-osseointegration. Zero ncm of primary stability was achieved and immediate load was not performed.